Event description:
A caller reported that their pump screen was not functioning and would not turn on, with an additional indication that the red led flashed regularly and the pump beeped and vibrated periodically. There was no adverse impact to the customer's blood glucose level as reported. Technical support arranged for a replacement pump, confirming that it was under warranty and that a backup insulin pump would be used to ensure continuous insulin delivery. The customer was instructed to allow the pump's battery to fully deplete before returning it with a pre-paid label.